Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh x2 were implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted the surgeon found the mesh dislodged from his abdominal wall and was actually adherent and stuck only to small bowel, large bowel, omentum and the bladder. To remove the mesh, it took over two hours to carefully lyse adhesions from the mesh before removal. It was reported that the patient experienced severe pain, nausea, vomiting, dizziness, extensive adhesions, post operative drainage including abscess, sepsis and multiorgan failure. It was reported that the patient died due to complication of the mesh. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/01/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.